Event description:
Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 21 psi, which is outside the acceptable range of 22 to 38 psi. No patient involvement was reported.

Manufacturer narrative:
Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 21 psi, which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no prior similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The device was recalibrated, which successfully resolved the issue. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Manufacturer narrative:
This MDR will be reopened and updated in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Event description:
On 07/30/2024, zyno medical received a report from a customer that a pump infused medication faster than expected.